Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: no observed openings. Capsular contracture: unable to observe as it is not related to the device. Additional observations: the device is intact and functional. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side deflation. Healthcare professional confirmed deflation and capsular contracture baker grade IV. Device has been explanted and replaced.

Event description:
Healthcare professional confirmed right side deflation and capsular contracture, baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.